Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter . (B)(4).

Event description:
It was reported that the pump had been explanted due to the patient's death. The date and cause of death was unknown. It was later reported that the pump was at normal eri. It was later reported that the patient did not die at the clinic. The healthcare provider really did not know the date or the cause of death. They are not managing the pump now because the patient was deceased.

Manufacturer narrative:
The initial analysis result of the catheter ((B)(4)) was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.